Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a compatibility issue between the implantable pulse generator (ipg)/implantable cardioverter defibrillator (ICD) and interstim system where the cardiac device was ¿fried¿. No patient complications have been reported as a result of this event.